Event description:
A malfunction was reported on the pump by the caller. The impact on the customer¿s blood glucose level was unknown as the caller declined to answer. Customer support assisted the caller with resetting the pump and provided instructions, ensuring that the malfunction did not recur after the reset. Customer was advised to continue using the pump and to report back if any issues arise again.